Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii on two cobas 8000 e 801 modules and a cobas e 411 immunoassay analyzer. The results measured at the customer site were reported outside of the laboratory to a physician. Refer to the attachment for all patient data. The sample was initially tested on the customer's e 801 analyzer on (B)(6) 2021. The sample was repeated using the wako accuraseed method and an abbott architect. The sample was also provided for investigation where it was tested on an e 801 analyzer and an e411 analyzer on (B)(6) 2021. The serial number of the customer's e 801 analyzer is (B)(4). The ft3 reagent lot number and expiration date used on this analyzer was requested, but not provided. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 476059, with an expiration date of august 2021 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 reagent lot number 473372, with an expiration date of may 2021 was used on this analyzer.

Manufacturer narrative:
1 sample was sent for further investigation. An interfering factor to the antibody/idiotype was identified. The rarely occurring event of this interfering factor is covered by a disclaimer in the section limitation - interference in the method sheets of all applicable products: in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. Based on the results of the investigation no product problem was found. The reagent meets specifications.